Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure using a dual surgeon console (ssc) setup, customer experienced an issue where the left monitor is out on ssc1. Customer confirmed there was no backlight to the left eye as it was completely black. Clinical sales representative (csr) was on-site, and the system was power cycled, cables were reseated, however, the issue remained. Customer switched to the second ssc and was able to complete the procedure with no patient harm. Intuitive surgical inc. (Isi) has made an attempt to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse could not reproduce the issue during field evaluation; however, was confirmed through review of the system logs. The high-resolution stereo viewer (hrsv) monitor was proactively replaced due to the repeated 119 errors, which points to a low current draw. After replacement, the system was tested and verified as ready for use. Isi has received the hrsv, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log review: a review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following possible related system error: 119 ¿ console hrsv low current: the hrsv monitors in surgeon side cart 2 (ssc2) have a total current draw from the generic power distributor that is lower than threshold. There was no image or video clip submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: turing a da vinci-assisted appendectomy surgical procedure using a dual surgeon console (ssc) setup, customer experienced an issue where the left monitor is out on the surgeon side cart (ssc1). Due to the issue, surgeon switched to ssc2 and completed the procedure with no patient harm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) monitor involved with this complaint and completed the evaluation. Failure analysis investigations confirmed the reported errors. Failure analysis found that there was no image on the monitor, and the main board was defective. Root cause of this failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.